Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a loose connection to the supply bag was reported and is a known cause of this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four. The home patient (hp) was connected at the time of the alarm. The hp stated that the empty supply bag had air bubbles in it and that it was loosely connected. The technical service representative (tsr) advised the hp to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.